Event description:
It was reported that a pt underwent a sling procedure in 2007. Approximately two months after the procedure, a two centimeter mesh exposure was noticed. The mesh exposure was situated near the vaginal incision that was made during the initial device implant procedure. Soon after realizing that there was a mesh erosion, the site was cleaned and the vaginal breach was re-sutured. The pt continued to experience the same problem and the mesh was removed during 2008. After removing the mesh, a prophylactic antibiotic treatment and anti-inflammatory medicines were prescribed. The pt has now recovered and is continent.

Manufacturer narrative:
Date sent to the FDA: 04/16/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished good release criteria.